Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with a rubber fragment. Visual inspection confirmed the complainant's experience of fragmentation of an internal rubber component of the seal. The rubber fragment returned did not complete the seal when reassembled. Based on the condition of the returned unit, it is likely that the reported event was caused by an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of event to occur. This report represents the initial and final report.

Event description:
Procedure performed: ni. Event description: during laparoscopy, it was found a black piece of plastic. This piece of plastic could correspond to a part of the anti-return valve of the trocar. The piece was removed and the trocar changed. Type of intervention: a second device was used. Patient status: unknown.